Event description:
An endeavor rx drug-eluting coronary stent system, length 30mm, diameter 3.5mm, was intended to treat a lesion in a patient. It was reported that the device could not be deployed due to a deformity of the struts in the middle stent. The target lesion in the rca exhibited 70% stenosis with moderate calcification and moderate tortuosity. No patient injury occurred and patient was reported to be very well post procedure. No clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation method and conclusions: film. Results: (failure to deliver the stent, damage to the stent), (moderate tortuosity, severe calcification and stenosis evident on cine images), (loss of guide wire and guide catheter placement). Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the inner shaft markers and balloon pillows, as per specifications. The ninth and tenth distal stent segments were raised, deformed and pulled distally. Procedural images were also provided. Images of the distal rca showed that the vessel was severely compromised by calcification and stenosis present in the proximal rca. Images showed the procedural guide wire in the rca and the attempted passage of a device to the distal lesion. The attempt to advance the device appeared to be hindered in the mid vessel due to the vessel morphology. Further images showed the physician losing placement of both the guide catheter and guide wire. Damage to the stent was not evident in the cine images provided. There were not images to indicate that the vessel was pre-dilated.